Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow up the right atrial lead exhibited noise. The physician decided to monitor the patient for now with routine scheduled follow ups.